Manufacturer narrative:
The device was evaluated by the reporter, a distributor and third-party service agent, where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. The third-party service agent reseated the internal flow transducer (ift) and ensured that other internal connections were secure. Proper device operation was then observed through functional and performance testing. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.